Event description:
The customer reported the ureter-reno videoscope had air/water leakages. The issue was found during routine inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found parts of the resign part of the image guide coil had fallen off. The report is being submitted due to part of the image guide coil falling off found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole on the bending section cover, a cut on the connecting tube, and pinhole on the instrument channel. Also, evaluation found the bending section cover adhesive was chipped, the bending angle in the up direction did not meet standard value due to wear of the angle wire, the forceps and channel cleaning brush could not be inserted smoothly due to damage on the instrument channel, the connecting tube was dented, the video connector case was dirty, the universal cord was wrinkled and dented, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of resin part of the image guild coil missing could not be determined. Olympus will continue to monitor field performance for this device.